Manufacturer narrative:
No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible damage to the lap-band® ¿ system as follows: caution: failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement. ¿caution: failure to use an appropriate atraumatic instrument to lock the band may result in damage to the band or injury to surrounding tissues.¿ ¿care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing.¿

Event description:
Physician reports an unknown adverse event. Follow up information: physician reported during initial device fill, the balloon was found to be leaking liquid in the patient's stomach. Device was removed.